Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, low, out of range high voltage lead impedance was observed. The patient was asymptomatic. The physician elected to disable the tachy therapy as the patient's condition had improved and ICD function was no longer needed.